Event description:
It was reported that the procedure was to treat a 75% stenosed, mildly calcified lesion in the mildly tortuous right coronary artery (rca). A non-abbott guiding catheter and a non-abbott guide wire were placed. The xience xpedition stent delivery system (sds) was successfully advanced to the target lesion and the stent implant was successfully deployed. The 2.5x12mm nc trek balloon dilatation catheter (bdc) was unpackaged without issue and no resistance was noted during removal of the protective sheath. The nc trek bdc was soaked and prepped prior to use with no issue or leak noted during preparation. The nc trek bdc was successfully advanced to the target lesion for post-dilatation; however, the bdc balloon ruptured during the first inflation at 12 atmospheres (atm) and the bdc was removed without reported issue. The same xience xpedition sds was advanced; however, the sds failed to cross the lesion reportedly because the balloon was not properly refolded. The sds was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.5x15mm non-abbott bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns; guide catheter: mach 1 fr3.5 ( 6-french); stent: xience xpedition. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.